Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin flow block alarm and issue with the pump motor when rewinding. The blood glucose value at the time of event was 243 mg/dl. The customer was treated with manual injection and manual bolus. The event involved product(s) mmt-397at, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed for damage and the customer reported the damage to the battery tube threads and pump's functionality was affected. Troubleshooting was not performed for insulin block alarm as the event was resolved in the past. Troubleshooting was performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-397at. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery, motor, or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, no relevant alarms are confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: cracked battery tube. Cracked case, battery tube threads cracked, battery cap contact missing, broken battery cap, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern about a no delivery/occlusion alarm, rewind anomaly, and high bg. No relevant alarms were noted in the download history review, and testing of the unit was successful. Customer concerns of a crack to the battery threads was confirmed when cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.